Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical projects manager reported a dialyzer blood leak was discovered at the beginning of a patient's hemodialysis (hd) treatment and the patient lost blood in the circuit. Upon follow-up, the manager confirmed the blood leak was internal and occurred immediately after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical projects manager reported a dialyzer blood leak was discovered at the beginning of a patient's hemodialysis (hd) treatment and the patient lost blood in the circuit. Upon follow-up, the manager confirmed the blood leak was internal and occurred immediately after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 320°, with the ports at 0°, on the cavity ID end. Under magnification of 20x, the fiber fragment was noted to measure approximately 0.63mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. During the lot history review it was noted that there were four other complaints reported against the lot. The complaints address internal blood leaks. Three of them were confirmed with sample evaluation. One was confirmed to have a delamination and the other two had confirmed potted fiber fragments. The other complaint did not have a sample returned. A quality event was initiated for further investigation as the number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that the threshold was exceeded. Further nc/CAPA escalation will be determined as needed within the quality event. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) and one non-conformance (nc) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.